Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during an off-label procedure of a 29 mm sapien 3 ultra valve in the native pulmonic valve via transfemoral approach, valve positioned and deployment under rapid pacing. The valve landed very high 90/10. It was decided to placed a second valve. Upon advancing second valve through first valve, the first valve embolized into the pa. The second valve was placed without complication. The first valve remains in pa. The patient was transferred to ICU for monitoring. There was no report of patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.10 narrative. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Implanting valve in native pulmonic position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. The risk management file captures risks for indicated device use only. The complaints were unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that the thv was implanted in native pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for pulmonic valve implantation within right ventricular outflow tract (rvot) conduit or surgical bioprosthetic valve. So, it was off label operation. Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported , ''during an off-label procedure of a 29 mm sapien 3 ultra valve in the native pulmonic valve via transfemoral approach, valve positioned and deployment under rapid pacing. The valve landed very high 90/10. It was decided to place a second valve. Upon advancing second valve through first valve, the first valve embolized into the pa''. The valve deployed too high (thv malposition), which would increase the risk of implanted valve dislodged from the native pulmonary valve. Additionally, it was off label operation with valve deployed in native pulmonic valve, so the implanted valve could potentially not secure enough onto the native pulmonary annulus. The combination of these factors (too high and off label operation) with additional manipulation (implanted the second valve) could lead to the incident valve (first valve) dislodged from the native pulmonary annulus and embolized into pulmonary artery. As such, available information suggests that procedural factors (malpositioned thv with device manipulation, off label operation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Implanting valve in native pulmonic position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. The risk management file captures risks for indicated device use only. The complaints were unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in native pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for pulmonic valve implantation within right ventricular outflow tract (rvot) conduit or surgical bioprosthetic valve. So, it was off label operation. Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, ''during an off-label procedure of a 29 mm sapien 3 ultra valve in the native pulmonic valve via transfemoral approach, valve positioned and deployment under rapid pacing. The valve landed very high 90/10. It was decided to place a second valve. Upon advancing second valve through first valve, the first valve embolized into the pa''. The valve deployed too high (thv malposition), which would increase the risk of implanted valve dislodged from the native pulmonary valve. Additionally, it was off label operation with valve deployed in native pulmonic valve, so the implanted valve could potentially not secure enough onto the native pulmonary annulus. The combination of these factors (too high and off label operation) with additional manipulation (implanted the second valve) could lead to the incident valve (first valve) dislodged from the native pulmonary annulus and embolized into pulmonary artery. As such, available information suggests that procedural factors (malpositioned thv with device manipulation, off label operation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.